Event description:
It was reported that four days after the iab was inserted, the waveform was lost and the central lumen seemed to clot off. Aspiration and flushing attempts were unsuccessful in regaining a waveform, so the iab was removed. A second iab was inserted without any complications.